Event description:
The user experienced a leak from the underside of the analyzer that was dripping onto the floor in a walkway. No operators were harmed or had slipped or fallen. The leak began during a qc run and there was no issue with patient results.

Manufacturer narrative:
The field service representative determined the external water valve had started to leak and would not open and close properly. He replaced the valve, primed the integra and ran bod. He also had the user run calibration and qc to verify the analyzer operation with all successfully passing.